Event description:
Per the clinic, the patient experienced magnet dislodgement due to an MRI, resulting in pain at the implant site and reduced hearing with the device. However, the clinician did not follow the manufacturer's instructions for use of MRI. Medical examination confirmed that the magnet dislodged. Subsequently, the patient underwent a revision surgery under local anesthesia (specific date not reported) to replace the magnet. The implanted device remains.